Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 6/6/2012. Belt: 5/11/2012.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was unconscious, at home, and in the kitchen at the time of the treatment event. It was reported that emts were not called but police were called in the morning on (B)(6) 2019. Per clinical review of the download data, the lifevest delivered an appropriate treatment shock while the patient was in vt at 270 bpm with motion artifact at 21:29:17. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The lifevest then delivered five additional shocks while the patient was in asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the treatment event. The patient subsequently passed away.